Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: although samples have been received they have not yet been evaluated. A review of the device history and manufacturing records revealed no irregularities for the reported lot # 7135175. Upon completion of the investigation a supplemental report will be filed.

Event description:
It was reported that the safety latch detached from a bd luer-lok¿ syringe with detachable needle during an injection. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned unit and confirmed the reported observation. The appropriate personnel have been notified and corrective action has been taken. One actual sample of batch 7135175 was returned for investigation, safety shield disengagement was observed. Investigation conclusion: CAPA # (B)(4) has been raised to address safety shield disengagement issue. The affected batch was produced before CAPA implementation.